Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported poor imaging is related to procedural conditions (poor image quality). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. The first clip was implanted. The second clip had a single leaflet device attachment (slda) upon deployment. The anterior leaflet was detached. A third clip was implanted to stabilize the slda. The patient did not present with any clinical signs or symptoms. The mr was reduced to grade 2+.